Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil unexpectedly detached inside the microcatheter without use of the detachment controller. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The device was returned with guidewire and embolization coil within the microcatheter. The pusher inspection identified a tensile break of the monofilament rather than a separation of the implant due to an activation of a detachment controller. The inspection of the returned microcatheter found damage consistent with the product use that might have resulted in increased resistance during deployment; resistance during retraction would have led to a separation of the implant if the retraction force exceeded the tensile strength of the monofilament. The physical evaluation of the microcatheter could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.